Event description:
It was reported that the device was explanted. The reason is unk as no other details were provided. Two follow up attempts were made to obtain more info concerning the report. No response received.

Manufacturer narrative:
Device not returned.